Event description:
It was reported an issue with novosyn suture. The client reported that the label on the box was missing and not apparent what this contained. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open box with 36 unopened racepacks that does not contain the front box label. This defect was caused in the warehouse when preparing the shipment containing only this box. Upon checking traceability, it has been verified that this box was labelled. However, it is likely that it was peeled off for some reason and the personnel involved did not notice it. Therefore, the box was not discarded and consequently supplied to the customer by mistake. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the box received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the box received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.